Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device failed the audible alarm test. Prior to testing, the device was returned to the biomedical dept with a report that stated device alarms d437#13 (driver pwa ribbon cable pinched). No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.